Event description:
During baxter's functionality testing it was found that a spectrum pump powered off without user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified symptom powers off without user input, caused by a failed error. Eval found that the pump stayed powered on when on dc power, but turned off without user input when on ac power. The failed motor was replaced.